Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an implantable cardiac monitor exhibited false pause episodes. Upon review, the episodes were due to undersensing caused by temporary loss of electrode contact. Programming changes were discussed. The patient felt no symptoms and would be monitored.